Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time for daylight savings. Tandem technical support guided the customer through adjusting the pump time. Customer had elevated blood glucose (bg) levels (300 mg/dl). Customer delivered a bolus to address elevated bg levels.